Event description:
The concomitatn device (pulse generator) was returned and ananlyzed. The pulse generator was interrogated and the elective replacement indicator was yes, indicating that the generator had reached end of service. The pulse generator failed electrical test. This is expected due to the generator being at end of life. The battery was detached and a power supply set to 2.2v was attached. The serial number restored and the module interrogated and programmed properly. Generator end of life is a likely cause of the high lead impednace condition; however, since the lead was discarded after explant, it is unknown if a lead malfunction also occurred.

Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. This elective replacement indicator was no, ruling out generator battery end of life as a likely cause of high lead impedence test result. It was also reported that the pt was seen in hospital emergency room for treatment of breakthrough seizures at the time of the high lead impedance test result and that the pt experienced an increase in seizure activity above pre-vns baseline. Review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. The pt underwent ncp system replacement surgery, during which both the lead and generator were replaced. Further follow-up revealed that the pt's condition has reportedly improved since ncp system replacement surgery. Lead break is suspected but cannot be confirmed because the original lead was discarded after explant.